Manufacturer narrative:
(B)(4). No root cause could be determined in manufacturing and distribution of suspect device.

Event description:
The physician reported a cc4204a collamer single piece lens was implanted. The physician stated the patient experienced a hyperopic shift with the implanted lens. No serial number was provided. Further information has been requested, but none has been forthcoming.

Manufacturer narrative:
Additional information - patient unhappy with the outcome. A laserlasik procedure was performed on (B)(6) 2015 to set the patient to plano. Method: lens work order search/device history record review results: a lens work order search was performed and no similar complaint was found. Device history record review - the reviewing of the device history record confirmed that the raw material, manufacturing, packaging and sterilization process followed the sops and all the parameters were within specifications. After the document review and root cause analysis, it is determined that the root cause is highly unlikely to be related to the manufacturing process. Patient's anatomy and surgeon technique are the two possibilities, but there is no direct evidence. Thus, that leads to the root cause of this complaint cannot be determined. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Lens remains implanted.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Expiration date - no information. Implant date - no information lens remains implanted event problem codes: (B)(4). Device manufacture date: no information. Evaluation codes: conclusions code - (inconclusive - investigation in progress) (B)(4). Device remains implanted.